Event description:
As staff was doing a test inflation of the foley bulb, the hub of the slip tip syringe broke off at the hub of the catheter. There was no harm to the pt as this was done prior to insertion of the catheter. It may have been the technique used. The representative will visit the ER to do an inservice. The field representative feels it could be a user technique issue. They will do inservices in the next few days.